Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the staff was encountering repeated errors when attempting to fire the monopolar energy. The e-200 generator made a sound like it was applying monopolar energy but there was no energy to the instrument tips. There were no generator errors in the system logs. The reporter already used both energy ports and changed multiple instruments, a new cable as well as a new instrument arm, but the issue persisted. The surgeon elected to complete the procedure laparoscopic. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. Isi has received the generator for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The e-200 generator was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on the known good in-house system and system did not trigger any errors at startup. Performed cautery testing using monopolar instruments and the generator consistently delivered energy to instruments using either cut or coag mode at various power level. Both monopolar ports on the generator worked as expected. The complaint was not confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.